Manufacturer narrative:
Eval codes, results: endoleak. Eval codes, conclusion: lack of info, the stent graft was not returned for eval.

Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology were not reported. Medtronic received a copy of the voluntary medwatch form with the following info. It was reported that the pt developed a large type 1 endoleak at the distal right iliac limb extension. There was another manufacturer's aortic cuff stent graft 20x20x50 mm and a palmaz stent placed and the type I endoleak was received. The pt was discharged one day later. The device is not available for return for eval.